Event description:
It was reported that the atrial port was obstructed and the physician was unable to get the atrial lead completely into the header. The device was not used.

Manufacturer narrative:
The reported field event of a connector anomaly was not confirmed in the laboratory. The device was tested on the bench and test leads were inserted with no anomalies. The cause of the field event could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun